Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose level ranged between 334-372 mg/dl. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.